Event description:
Home pt (hp) contacted baxter's technical service center for assistance during the initial drain cycle of apd therapy. Reportedly, the hp received a "low drain volume" alarm. The tech attempted to resolve the reported issue with the home pt, without success. The hp was assisted in ending therapy and was advised to contact their healthcare professional. Follow up with the hp indicated the hp resumed therapy with the same supplies. Therapy was completed without incident. No pt injury or medical intervention reported per hp.